Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens) model micl 13.2mm and the trailing haptic tore. The surgery removed and replaced the lens with a back up lens with no pt injury.

Manufacturer narrative:
Results: a lens serial work order search was performed for similar complaints within the search, and no similar complaints were found.